Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the amplification pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. No signs of thermal damage were observed. Common causes of dislodged instrument conductor wire - bipolar are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.